Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the batteries to her insulin pump run out after three days and that the screen sometimes goes blank on her. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur as the customer had to leave the line. No products were shipped or returned.